Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, she was having issues with the sensor. It kept giving false lows and sensors errors all night. Troubleshooting was performed and the customer was advised to turn off the sensor. Then turn it on and reconnect to the old sensor. The customer agreed to monitor the sensor. The customer called back ten hours later and stated the device alarmed sensor error. No anomalies were noted on the transmitter so the customer was advised to remove the sensor. She removed it and stated the sensor was split in three ways. The customer was advised the sensor will be replaced.